Event description:
A lifecor territory mgr (tm) called lifecor technical support to report that the battery packs need to be "slammed" into the monitor. Support sent the tm a replacement monitor and battery packs.

Manufacturer narrative:
Device manufacture date. Battery pack (B) (4). Battery pack (B) (4). Monitor (B) (4). Device eval summary: device eval of battery pack (B) (4), battery pack (B) (4), and monitor (B) (4) have been completed. Battery pack (B) (4) had a damaged battery connector and a damaged end cap. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector and end cap was repaired. The battery pack was retested and then restocked. The other battery pack and monitor were fully functional. The equipment was retested and restocked. No adverse event resulted from the damaged battery pack. The pt rec'd a replacement monitor and battery packs.